Event description:
It was reported that it was noticed during patient use that the ventilator screen suddenly went black. An immediate restart was attempted, but the device remained unresponsive. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the reported information and enhanced information from dräger onsite visit. No log file was made available for the investigation. Based on the available information, it can be determined that there is a persistent error within the basisboard of the cockpit. The basisboard must be replaced to resolve the issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that it was noticed during patient use that the ventilator screen suddenly went black. An immediate restart was attempted, but the device remained unresponsive. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.